Event description:
The user reported that during patient treatment, the 4d treat workstation indicated the multi leaf collimator (mlc) leaves had not moved into position for the next field. There was no interlock to stop them from treating with what appeared to be an incorrect mlc shape. No patient injury reported, and no patient data provided.

Manufacturer narrative:
No misadministration was reported in this case. This issue is a known malfunction, and appears to be a display only problem. In previous reports, when the mlc settings have been physically examined, they have been correct. No misadministration has ever been attributed to this malfunction. The 'orange leaf' display at the 4d treat console, however, is intended to alert the user that there is some uncertainty about the mlc location and therefore acts as a safety mechanism to help prevent misadministration. This safety mechanism has failed in this malfunction, which introduces the possibility for mistreatment should there actually be a problem with the mlc, but the operator chooses to ignore the indication due to prior false positive reports. No further follow-up to this MDR is expected.